Event description:
An internal complaint was initiated following a review of a 2019 scientific publication entitled, "identification and antifungal susceptibility profiles of kodamaea ohmeri based on a seven-year multicenter surveillance study" by zhou m, et al. The publication noted 7 misidentifications of kodamaea ohmeri in association with the api® 20 c (ref 20210). Specific lot numbers used during the study were not disclosed. This publication compares identification methods for accuracy in identifying kodamaea ohmeri. The 62 patient strains of kodamaea ohmeri used in this study were collected from 24 hospitals in china over a seven year period. The strains were verified to be kodamaea ohmeri by 26s rdna sequencing. The original identification methods used and results obtained by the different hospitals were compared to the expected identification. 16 of the 62 strains were originally identified using the api® 20 c (ref 20210) with 7 misidentifications. 9 of the strains were correctly identified as kodamaea ohmeri. Api® 20 c misidentifications: 4 x candida glabrata, 1 x candida lusitaniae, 1 x candida albicans, 1 x candida guilliermondii. Based on the information provided, there is no indication that the discrepant results led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following initiation of an internal complaint regarding review of a 2019 scientific publication entitled, "identification and antifungal susceptibility profiles of kodamaea ohmeri based on a seven-year multicenter surveillance study" by zhou m, et al. The publication noted 7 misidentifications of kodamaea ohmeri in association with the api® 20 c (ref 20210). Specific lot numbers used during the study were not disclosed. A biomérieux internal investigation has been completed with the following results: a performance analysis was performed using a panel of 20 internal kodamaea ohmeri (k. Ohmeri) strains. The strains were tested with api 20 c aux product (reference 20210). The quality control (qc) tests were performed with atcc strains mentioned in the package insert: product api® 20 c aux , reference 20210 : cryptococcus laurentii atcc 18803. Candida glabrata atcc 15126. Candida guilliermondii atcc 6260. Mass spectrometry was used as reference methodology. The 20 strains of the panel were identified in parallel with vitek ms v3 (knowledge v3.2) to check the intended result. All the results obtained were in agreement with the quality control specifications for all the qc strains tested. The 20 strains of the panel were tested with api 20 c aux product (lot number 1007879670 exp 04aug2021). The following results were obtained: good identification to k. Ohmeri obtained for s5 and s18. Excellent identification to k. Ohmeri obtained for s8. Very good identification to k. Ohmeri obtained for all the others 17 strains. The vitek ms methodology confirmed the identification to the species k. Ohmeri as expected. As a conclusion, no misidentifications were obtained for the 20 strains of k. Ohmeri tested with api 20 c aux . The performance study performed with a panel of 20 internal strains of kodamaea ohmeri with product api 20 c aux showed that there was no drift in the performance.